Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of a sensing issue, however it was noted that the interconnect flex was formed incorrectly and creased. (B)(4).

Event description:
It was reported that the external pulse generator's sensing function needed to be checked. The generator was returned for service. No patient complications have been reported as a result of this event.